Manufacturer narrative:
Evaluation of the returned smart coil revealed offset coil winds near the proximal end of its embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encountered and damage such as offset coil winds may occur. During functional testing, the smart coil was able to advance through its introducer sheath without issue; however, the device was unable to advance through the hub of a demonstration microcatheter due to the offset coil winds on the embolization coil. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the complaint and could have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a basilar tip aneurysm using penumbra smart coils (smart coil) and a non-penumbra microcatheter. During the procedure, while advancing a smart coil through the microcatheter, the physician experienced resistance about halfway into the microcatheter, and the smart coil would not advance any further. Therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.